Event description:
Reportedly, during the device interrogation performed on (B)(6) 2011 in sorin crm representative office (i.e. While the device was still in its commercial box), the message "implant is in mode switch" was displayed on the programmer. The user requested an explanation.

Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.